Manufacturer narrative:
The lens was not returned for evaluation. A sample from the same lot# 7443606 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that asymmetric vault (z-syndrome) with capsular contracture syndrome was observed in the patient's right eye. The lens was repositioned (B)(6) 2014 and yag was performed. It is to be noted that 1 day post lens implantation retinal detachment repair was performed and the patient had a wound leak. Posterior capsule opacification was observed (B)(6) 2014.